Event description:
During baxter's functionality testing it was found that a spectrum pump failed to detect an upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the undetected upstream occlusion alarm caused by a failed upstream sensor. The failed upstream sensor was replaced.